Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that due to an air-in-line alarm, the IV tubing was replaced. Upon removing the tubing, the pump segment separated from the bottom of the upper fitment. The clinician stated that the blue retainer ring was missing. There was no patient harm.